Event description:
It was reported that the ventilator generated alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse). Both air and o2 gas modules was found to be defective and the fse resolved the reported failure by replacing them. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The air and o2 gas modules regulates the inspiratory gas flow and gas mixture. The faulty gas modules were sent for further investigation. Visual inspection of the returned parts revealed no abnormalities. Then a simulated test over 72 hours didn't reproduce the reported issue. Several pre-use checks was done before and after. Our conclusion is that the device failed to meet its specifications during the reported event. Since the issue could not be reproduced at the manufacturer site, confirming a specific component failure was not possible. However, based on the available information and device logs, it is likely that the gas modules caused the reported issue.